Event description:
It was reported that the iab was inserted in a pt with a medical history of mi and strong vessel calcification. After transfer to another hospital, the arrow intra-aortic balloon pump was exchanged with a datascope 98 pump. Approximately two days later, the pump experienced an alarm and blood was seen in the drive line tubing. As a result of this, the iab was removed and replaced. There were no associated pt complications.